Event description:
The complainant alleged that during a routine shift check by a clinician, the defibrillator would charge but intermittently would not discharge. The complainant also stated that the defibrillator would stay in the defib mode even after the unit had been switched to monitor. The complainant indicated there was no pt involvement with this reported incident.